Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited gradually increased defibrillating impedance. No intervention was performed. Patient condition was stable and the patient would continue to be monitored.